Event description:
It was reported during laparoscopically assisted vaginal hysterectomy "at the end of the procedure, when the vcare was removed, the balloon and cervical cup had detached from the shaft and remained on the cervix".

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00089. DHR/lhr review showed that this lot was confirmed by mfg documentation to have been produced according to mfg specs. No ncmr nonconformances were noted. The device is not being returned to MFR. A complete analysis will be conducted if the product is returned in the future. Conmed is considering this complaint closed.